Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked display window and case window corners, battery tube lip and broken belt clip slot.

Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Caller stated that the customer's insulin pump failed and he needs a replacement, but they are not in the united stated they are in (B)(6) and that is where her husband was hospitalized. Nothing further was reported.